Event description:
It was reported that this right ventricular (rv) lead was explanted because the patient fell about a week after implantation, consequently the right ventricular (rv) lead became dislodged and additional intervention was necessary in order to explant the lead. The lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field b5 "describe event or problem".

Event description:
It was reported that this right atrial (ra) lead was explanted because the patient fell about a week after implantation, consequently the right atrial (ra) lead became dislodged. The lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted because the patient fell about a week after implantation, consequently the right atrial (ra) lead became dislodged. The lead was successfully replaced. No additional adverse patient effects were reported.